Manufacturer narrative:
Note that h.6. Codes have been updated to reflect the new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the slight movement of the implant was due to weight loss and to improve placement during charging. The tingling was due to them using way too high settings. The soreness from recharging was because they had the belt on too tight. Rep came out to help them adjust device correctly. The issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was that they weren't sure if what they were experiencing was normal or if they weren't doing something right. Pt stated that in order to alleviate enough pain to stand up for more than 10-15 minutes they were having to turn the therapy up kind of high, but the paresthesia went down their legs and made their legs kind of wobbly. Pt stated that they were close to the end of six months of treatment and that they had the ins adjusted three times. Pt stated that they didn't mind feeling the stimulation a little, however the "jello legs" bothered them. Pt stated that this had been all along since the ins was implanted. Pt stated that at first it was so bad that they were nauseous and vomiting like they were carsick. Pt stated that they thought they saw mdt rep, at hcp's office last. Pt stated that there were three reps. Pt first met with a rep when the ins was implanted per their request. Pt then stated that they noticed lately that when they lay on their right side, the ins seemed to slide down enough that it was kind of painful on their spine. Pt stated that they would have to physically move the ins off of their spine. Pt statedthat especially after they recharged the ins, it was more uncomfortable and sore. When asked for the event date, pt stated that it was probably about two months ago or so. Pt noted that the ins was implanted on their left side per their request. Pss redirected pt to hcp to have the ins checked and for possible ins reprogramming.